Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up on 24 february 2021, an infection of the pacing system was confirmed. The pacing system was successfully explanted on 25 february 2021.

Event description:
Reportedly, during a follow-up on 24 february 2021, an infection of the pacing system was confirmed. The pacing system was successfully explanted on (B)(6) 2021.